Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Event logs and data set were sent for analysis. Review of the event logs revealed the infusion was programmed as a secondary infusion at the rate of 26ml/hr and vtbi 200ml. The infusion began on (B) (6) 2010 at 04:58pm. On (B) (6) 2010 at 12:42am the infusion completed and reverted to primary infusion rate of 250ml/lr. The user did not utilize the guardrails drug library for either primary or secondary infusions. No malfunction of the device occurred per analysis of the events log; the pump performed as programmed. The root cause for the customer's reported experience of a possible over infusion of the drug heparin is unknown. Review of the service history records did not reveal any outstanding issues. Additionally, no other complaints have been opened in the product monitoring database system for this device serial number.

Event description:
Customer reported nurse entered the patient's room at approximately 11:30pm and observed an infusion at the rate of 23ml/h with about 100ml plus remaining in the bag. The nurse checked again at 12:30am and observed that the infusion was still at 26ml/h with 100ml in the bag. At 1:30am the nurse checked again and observed the infusion was at 26ml/h and the bag empty with the pump reading 250ml. The heparin was discontinued, labs were drawn (ppt>240) and one unit of ffp was given to the patient. Six hours later the ptt was 29.8. There was no adverse patient sequelae. Although requested, no further patient/event information was provided.